Manufacturer narrative:
Investigation summary: no issues observed with customer data. No molecular performance problem observed. The high bg at cycle 1 with the 5 patient samples in questions were typical for those with moderate to high viral titer, and CT were falling between 5 and 30, indicating true sars positive. Root cause: no issue found. Data is valid. Source: phone.

Event description:
Customer reporting concerns with high background levels on a subset of 18 patients collected from 1 facility that had possible covid exposure. Patient symptomatic status is unknown. Possible exposure of some patients to the medication narcan as the facility is a rehab center. Review showed no issues with customer data and had valid assay performance.